Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use. The instrument did not collide with any other instruments or other hard material during the surgical procedure. The instrument was used for dissecting the facia from the tissue. The nurse tried to clean the tip and found the teflon pad was fully detached and was removed, broken off the instrument tip.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, in. (Isi) received the harmonic ace instrument for investigation. Failure analysis confirmed that the instrument had a dislodged teflon pad. The teflon pad was not returned with the instrument. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument tip with obvious damage on the teflon pad; however, with no clear full detachment and product information. A review of the submitted video was performed by an isi rpms analyst identified no product issue. No usage of a harmonic ace instrument was visualized. No conclusive determination can be made based on this analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument teflon pad allegedly "dropped." The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.